Event description:
Patient was being intubated for endoscopy procedure. Crna tested ett cuff prior to intubation. Patient was intubated without incident using rsi by crna with rn support. Crna noted difficulty keeping cuff inflated. Patient with stable vital signs throughout. Orogastric tube placed temporarily per dr verbal order to decompress stomach to see if issue resolved. 50ml gastric contents suctioned out and og tube removed. Ett cuff still not inflating correctly. Decision made by anesthesiologist and crna to remove ett and reintubate with a new tube. Patient then intubated without difficulty and cuff inflated by crna. Defective ett was tested in a graduated cylinder of water, and an air leak was noted at the seal of the cuff to the tube. Tube discarded after defect was shown to endo charge rn and endoscopy manager. Ett info: ref 5-10315. ID 7.5mm, cuff 27mm, lot 73f2300747, expiration 2028-06-20.